Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 60mm aaa. Approx. 14 years post implant, the patient presented emergently. CT showed a type ib endoleak. Intervention was performed where 2x endurant limbs were additionally implanted to resolve the endoleak. Per the physician, the cause of the event was anatomy due to disease progression of right common iliac. No additional clinical sequalae were reported and the patient is fine.